Event description:
It was reported that a 34-year old caucasian female patient underwent primary breast augmentation with two 550cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via scan and physical examination, with spontaneous right breast implant rupture. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2023.

Manufacturer narrative:
Section d 6b. Explantation date: may 8, 2023 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 7, 2023, mentor received additional information indicating that the patient's implants were replaced with the following devices: (right) 600cc mentor memorygel breast implant catalog: 3506001bc lot: 9773697 sn: (B)(6),and (left) 600cc mentor memorygel breast implant catalog: 3506001bc lot: 9758490 sn: (B)(6). In addition, the correct date of event was on (B)(6) 2023.

Manufacturer narrative:
On june 6, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 550cc breast implant was found to be ruptured. Additionally, shell abrasion was observed on the edges of the rupture. A microscopic examination was performed, and instrument damage was not found at the edges of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A second product was received (B)(6). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Manufacturer narrative:
On may 12, 2023, mentor received additional information indicating that the patient's implants were replaced with 550cc and 600cc mentor high profile silicone gel implants. On may 29, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.